Manufacturer narrative:
We received one 111f7 catheter without the introducer being used for examination. Examination of the catheter found the catheter body to be undamaged. The length of the catheter was measured and there was no stretch observed. The catheter od was measured and found to be within specification. The balloon latex was received baggy although does inflate clear and concentric and remained inflated without leakage. The baggy balloon may be due to over inflation or prolonged inflation making the latex baggy. The catheter was passed through an edwards introflex 7f touhy borst type introducer, and the catheter passed freely the entire length. In addition, the distal lumen was found to be patent and did not leak. It is unknown if some other procedural factors may have occurred which could not be duplicated in our laboratory setting. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the catheter could not be removed from the cortis 7f sheath while torquing on rotator cuff. The catheter was removed but appeared to be stretched. A second catheter was used, requiring a new insertion site, and again it was difficult to extract the catheter from the sheath resulting in the catheter being stretched. A third catheter was used and worked fine. No patient injury was reported.